Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to device evaluation on 25-nov-2021.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1816580 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 25th november 2021. On evaluation of the device it was observed kinked flexor proximally "safety wire in place on return. Handle actuating with resistance and unable to deploy the stent. Handle was opened, all cogs intact. Attempted to manually deploy the stent but unable to " documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1816580 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot c1816580; upon review of complaints this failure mode has not occurred previously with this lot c1816580 the instructions for use ifu0062-5 which accompanies this device includes the following contradictions ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. It is known from customer feedback that a resistance was felt passing the evolution through stricture. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"As per cc form": the prosthesis has been introduced following the guide to the ball roads, without problems, however, on the roads, at the time of opening the prothesis, it turned out that the system is blocked and does not work in any direction, I will open in any direction patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: please circle or state your answers below: general questions: at what stage of the procedure did the complaint occur? While inserting the evolution in the patient. What endoscope type and channel size was used? Pentax ed-3490tk. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Metii-35-480. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Cancerous stenosis in the distal section of the common bile duct. How long was the stent in the patient by the time this complaint occurred? Few minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? About 3cm. Where was the stricture located in the body? Common bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? Yes, gently. Was the stricture dilated before stent placement? N/a. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes, was resistance felt during insertion into patient? Yes, delicate. If yes, at what point? At the central point of the stenosis. Questions related to during stent placement: did the product fail during stent deployment or recapture? N/a. If other, please specify. Was the directional button pressed during use? N/a, yes, no. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes, the stent was in the patient. Was the yellow marker kept in view during deployment? N/a, are images of the device or procedure available? No. Questions related to during introducer withdrawal: are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes, if yes, what was used? The new evo stent. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. Was the safety wire fully removed before removing the delivery system? N/a. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) what instrument was used for stent repositioning / removal? The stent has relaxed and has been replaced with a new one. If other, please specify. Was resistance encountered during advancement and/or deployment? Yes. If yes, please when this was felt? Deployment. How did the physician deal with this resistance? The stent did not move at all on the set. Was the lasso (suture) loop used during repositioning n/a.